Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, after the myoma was cut about half way, the blade of the device could not come out of the sheath nor rotate though the surgeon grasped the trigger. While cutting the myoma into small pieces, the surgeon pulled the claw forceps slowly. After the myoma was continuously cut about 30cm and there were full of cut myomas in the sheath, the rotation of the blade became slow. The surgeon pushed back the clogged cut myomas and grasped trigger again, but it was same situation. The surgeon removed the device from the patient's body and reattached the blade, but the device did not work properly. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. The device was tested and met all visual, quality, and manufacturing specifications prior to release for shipment.